Manufacturer narrative:
Operator of device is unknown, no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump under infused. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most likely cause of delivery accuracy issues with the pump is the expulsor. Review the device history record DHR for job (B)(4) which included the reported serial number found no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received. D4: correction: model number: 2120.

Event description:
Additional information was received by the manufacturer on 01-aug-2022 via email and attached in the complaint object. The reported issue was found during testing with no patient incident.